Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to bb laboratory in (B)(4) for investigation. A follow up report will be provided after the investigation results are available.

Event description:
(B)(4).